Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in the logs that occurred on date (B)(6) 2010 at 11:02:23 with ultrafiltration reading of 1041ml during cycle 2, indicating the home patient (hp) drained 1041ml more than their maximum programmed fill volume of 200ml. There was patient involvement but no patient injury or medical intervention indicated. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4).the device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The occurrence date of the reported iipv had already been overwritten in the event log. The cause is undetermined because the therapy log for the occurrence date is not available and thus the exact therapy settings and drain volumes are unknown. If any additional information is received, a follow-up will be sent.